Event description:
The reporter contacted animas indicating that the patient passed away on (B)(6) 2012. The patient reportedly passed away of cardio-pulmonary arrest, and complications due to diabetes. The reporter was unsure of the patient's blood glucose level leading up to their death. The reporter denied anything unusual leading up to the patient's death. The reporter indicated that they do not implicate the pump in the patient's death. A review of the patient file indicated that the patient was using u500 insulin which is not indicated for use with the pump. This report is being made based on the indication that the patient passed away and that there was misuse of the pump (off label use of u500 insulin). There is no indication that a pump malfunction occurred.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: an occlusion alarm was observed in the black box on (B)(4) 2012 and the occlusion alarm was preceded by a constant rise in force. Delivery was not resumed after the occlusion. The history also indicated that the current daily dose basal deliveries were correct and that bolus deliveries were correctly reflected in the daily insulin delivery totals. The black box indicated that the pump was not in use from (B)(4) 2012. The rewind, load cartridge and prime steps were performed successfully. A 29 hour flow accuracy test was performed and the pump passed flow accuracy and was found to be delivering within required specifications. A force sensor calibration test confirmed that the sensor was detecting correct force. There were no occlusions during testing and occlusion was induced and the pump gave the appropriate visual and audible alert.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.